Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 58 mg/dl at the time of incident. Customer stated that the insulin pump down button was unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that battery replacement did not resolve the issue and the button remained unresponsive. Customer had a low and high blood glucose 58 mg/dl and 237 mg/dl respectively. Customer treated with food and manual injection and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.